Manufacturer narrative:
Initial 1 of 2. This emdr is being submitted for an unknown number quantity. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced lot of infusion sets bent cannula events on (B)(6) 2026 due to sports, jerky body movements on daily basis. The insertion site was the abdomen and arm and patient changed infusion sets and cartridge and resumed insulin. Patient experienced skin rashes at the time of the event.